Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not alarm when there was no insulin. The insulin pump had alarmed for a low reservoir 12 hours prior. The insulin pump passed the self test and the high pressure test. The blood glucose reading was 14.7 mmol/l. Nothing further was reported.